Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A report received from (B)(6) states a patient had a cypher select + 3.00x28mm implanted in (B)(6) 2007. Approximately twenty months after the index procedure the patient was informed by his doctor that the stent has fractured. Then, the patient had a heart by-pass operation done to avoid the risk of suffering a heart attack. The patient is at home still recovering.